Event description:
It was reported that shaft break occurred. The 3.00mm x 8mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the device through the guide catheter, the shaft broke in half. The physician was able to retrieve the device completely and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis with the proximal end of the shaft (distal to the manifold strain relief) not returned. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 2 locations at the points of severe kinks. The hypotube broke 770mm & 1406mm proximal from the distal edge of the tip of the device. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 3.00mm x 8mm promus premier¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the device through the guide catheter, the shaft broke in half. The physician was able to retrieve the device completely and the procedure was completed with a different device. No patient complications were reported.